Event description:
It was reported that when using the bd pyxis¿ medbank mini was noticed that the drawer 02 sensor likely had an issue, as the user closed the drawer, but the system continued to indicate that it was not closed. The user reported that other drawers could possibly be affected, but the confirmed issue was with drawer 02. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 24-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2 did not open. A field service engineer (fse) replaced the drawer latch to address the issue. After the replacement, the drawer was able to open, but it was not detected in the application. The fse then replaced the motherboard, and cubex dialed in and configured the drawers and customer verified functionality. The system functioned as intended after the field service engineer repaired the device.